Event description:
A report was received per social media that the patient had a trial stimulator and was experiencing severe pain. The patient underwent an early lead pull procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate pain relief. It was also reported that the patient had a nerve injury caused by a non-device related surgery. No device malfunction was suspected.

Event description:
A report was received per social media that the patient had a trial stimulator and was experiencing severe pain. The patient underwent an early lead pull procedure.